Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The report indicates no pt involvement. No additional info was provided by the distributor.